Manufacturer narrative:
Visual and microscopic examination of the stent revealed damage to the proximal end. Some of the stent struts were raised and misaligned. Proximal damage is consistent with the device meeting some form of restriction on withdrawal. No kinks or damage were noted along the shaft of the device. The balloon and tip profiles were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The recommended size guidewire was inserted through the guidewire lumen with no restrictions noted. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of this event could not be determined.

Event description:
Determined to be reportable based on analysis completed on 11/28/2006. It was reported that during a coronary drug eluting stenting treatment procedure, there was difficulty crossing the lesion. The location and details of the lesion are unknown. The 2.25x12mm taxus liberte stent was unable to cross the lesion. The procedure was completed with another of the same device. The patient status is satisfactory. However the device analysis revealed stent damage.